Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple, intermittent power source alerts after plugging the pump into a wall outlet using the usb cable and wall adapter. There was no adverse impact to the customer's blood glucose (bg) level. A replacement wall adapter was sent to the customer. The customer declined follow up contact from tandem technical support, therefore no additional information could be obtained.